Manufacturer narrative:
Evaluation of the returned neuron max revealed an undamaged, functional device. Evaluation of the first returned ace68 revealed an ovalization on the proximal shaft. If the device is forcefully pinched or gripped during use, damage such as this may occur. During functional testing, the ace68 was able to be advanced through the returned neuron max without an issue until the ovalization in the ace68 met the rhv, then resistance was experienced and the ace68 could not be advanced any further. Evaluation of the second returned ace68 revealed that the device was ovalized throughout its length and the distal tip was slightly ovalized. If the device is mishandled at extreme angles during insertion or retraction from a parent catheter, damage such as ovalizations may occur. During functional testing, resistance was experienced while attempting to advance the ace68 through the returned neuron max due to the ovalizations, and the ace68 could not be advanced any further. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2021-01482. 2.3005168196-2021-01483. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01482, and 3005168196-2021-01483.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician experienced resistance while attempting to advance the ace68 through the distal end of the neuron max. Therefore, the ace68 was removed. Afterwards, the physician attempted to advance a new ace68 through the neuron max; however the same issue occurred. Therefore, the ace68 and neuron max were removed. The procedure was completed using a new ace68 and new neuron max. There was no report of an adverse effect to the patient.